Manufacturer narrative:
This is default text configured for block h10.

Event description:
Problems with the adapter and its ability to puncture the vial where the spike breaks off of the adapter or it gets lodged into the rubber without piercing [device issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse event of device issue and no adverse event from united states. On 28-apr-2026, amneal pharmaceuticals received information from pharmacist via a voicemail concerning above mentioned concerns with amneal's risperidone for extended-release injectable suspension. Product details included risperidone for extended-release injectable suspension, 50 mg (ndc: 70121-2628-5) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. The reporter stated there are problems with the adapter and its ability to puncture the vial where the spike breaks off of the adapter or it gets lodged into the rubber without piercing. Last action taken with risperidone in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter did not provide the causality of device issue and no adverse event with risperidone. This case was considered as serious. The reportability of this case was expedited.